Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, defibrillation threshold (dft) testing was performed with difficulty and required external rescue. After multiple attempts to convert ventricular fibrillation (vf) with 10j safety margin were not successful the cardiac resynchronization therapy defibrillator (crt-d) was removed and replaced with another device. No patient complications have been reported as a result of this event.